Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
The clinic manager from the user facility reported the critline blood chamber leaked during a patient treatment. A crack was noted at the threads, where the chamber connects to the arterial header of the dialyzer. She indicated she has no idea why the problem occurred. The estimated blood loss was a maximum of 50 ml. There were no complications to the patient, who was asymptomatic, did not require any medical intervention, and was fine. Treatment was successfully completed using another of the same device. Sample discarded.